Event description:
The customer reported had high and low blood glucose. The customer stated had high blood glucose and cancer. Troubleshooting was done for high blood glucose. No blood glucose reading provided. Customer was treated with IV drip with insulin. Customer was taken to hospital due to her cancer. The hospitalization was not due to diabetes. Customer's last blood glucose was 154 mg/dl. During the troubleshooting it was found there was bad battery and bubbles in tubing. Customer does not have tubing clamp was advised to call back to continue the troubleshoot. Customer cannula/needle was bent. Advised the customer to change the entire set, reservoir and insulin and treat per health care provider instruction. Customer declined to troubleshoot for bad battery and bubbles in tubing. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.